Event description:
It was previously reported on MFR report # 6000030200900626, "report received from attorney alleging....'catheter implanted into pt was defective in that it was leaking in two places where it was not supposed to leak.' Pt claims injury and damage due to not receiving pain relief in area intended. Infusion of drugs into parts of body other than his spine caused additional pain and suffering. Actions taken in treatment - unk. Pt outcome - unk". Additional info indicated the product was returned to the MFR.